Event description:
It was reported that a 79 yo male patient, initial right tka implanted on (B)(6) 2019, underwent a revision procedure on (B)(6) 2024, approximately 5 years 1 month post the initial procedure. The patient returned to the surgeon¿s office with complaints of pain, swelling, instability, and dissatisfaction with their right tka. The patient has a recalled poly implant. Upon examination, the patient was scheduled to have a revision tka possible poly swap vs full revision. The patient had revision surgery on (B)(6) 2024. The patient underwent a femoral component revision to cc revision femur with splined stem extension and psc poly. The patient had an original cr knee, the knee presented to be unstable, it was tight in extension and loose in flexion. A crc style poly was not making the knee stable. A decision to convert to a cc femoral revision femoral component was made. The cr femur was removed. A stemmed cc size 5 revision femur was requested for use. The size 4 cc femur was too small. The surgeon understood implanting a size 5 femoral component would be off label for keeping the 4f/4t tibia and matching up with a size 4 poly congruency. The tibia was stable and stayed. The size 5 cc revision femur with an 18x20mm stem was chosen and trialed with a psc size 4, 13mm poly. The knee felt stable to the surgeon with appropriate flexion and extension. Real cc femoral implant was cemented in and a new psc poly was inserted. Final rom felt stable. There were no device breakages or surgical delays during the procedure. No x-rays were provided. The patient was last known to be in stable condition following the event. No explanted devices are available for return. The poly was kept and requested by the patient. The femur was discarded at the facility. Images of the explanted devices were provided. No further information.

Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): 5668810 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t. 5726255 02-010-03-0340 - logic cr femoral cem, right, sz 4. 5754803 200-02-32 - three peg patella 32mm.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, g4, h6. MDR section codes updated/corrected: a, b, c, d, e, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the reported revision due to instability cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Subluxation and dislocation are known risks, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.